Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, test date, implant date: estimated dates. John swinnen, et al, juxta-anastomotic stenting with aggressive angioplasty will salvage the native radiocephalic fistula for dialysis, journal of vascular surgery volume 61, issue 2, pages 436-442. The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. It should be noted that the indication for use section of the IFU states: the absolute pro .035 peripheral self-expanding stent system is intended for the stenting of peripheral arteries as an adjunct to percutaneous transluminal angioplasty (pta) and for the palliation of malignant strictures in the biliary tree. The reported patient effect of restenosis is listed in the absolute pro instruction for use as known patient effect associated with the use of the device. Based on the reported information, a definitive cause for the reported difficulties could not be determined as the information was reported through a research article and specific case and patient information is documented as unknown. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported through a research article identifying the supera and an absolute stent, implanted in the arteriovenous fistula (avf), may be related to loss of patency, requiring re-intervention, and difficulty passing a balloon catheter through the deployed stent. Specific patient information is documented as unknown. Details are listed in the attached article, titled "juxta-anastomotic stenting with aggressive angioplasty will salvage the native radiocephalic fistula for dialysis."